Event description:
The vad coordinator reported that the pt's batteries were draining unevenly. The system controller was exchanged and resolved the reported issue without incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The reported event of a battery runtime issue with the returned system controller was confirmed. The evaluation of the returned system controller revealed a broken strain relief on the black power lead adjacent to the controller housing. During the functional testing of the device, maneuvering of the black power lead near the broken strain relief resulted in low voltage alarms. Dissection in the area of the broken strain relief revealed compromised inner wires that included the battery fuel gauge line. The compromised battery fuel gauge line (rsoc) can contribute to inaccurate battery voltage levels if the inner conductors short to the lead's shield resulting in erroneous low voltage alarms. The analysis of the compromised wires appeared consistent to stress fatigue due to the fracturing of the strain relief. No further information is available. The manufacturer is closing this file on this event.